Manufacturer narrative:
Product event summary: analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated the battery measurement was not available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was showing recommended replacement time (rrt). The icm has been implanted less than three weeks. The icm remains in use. No patient complications have been reported as a result of this event.